Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - it was verified the failure of the osseointegration of a dental implant. Patient presented insufficient bone quality/quantity, 45 ncm of primary stability was achieved and immediate load was not executed.